Event description:
It was reported that the physician suspected performance issues with the battery. The device was explanted and replaced. During the explant procedure, the physician chose to explant several old leads. After these leads were extracted, it was noted that the proximal end of the svc (superior vena cava) coil was stretched, such that an apparent strand of the coil was stretched. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53 implantable pacing lead, (B)(6) 2006; 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.